Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: neu_unknown, serial# (B)(4), product type: unknown.

Event description:
A friend or family member of the patient reported that they were not able to charge the implantable neurostimulator (ins) battery over half within the last two months prior to date notified. On the morning of date notified the ins recharger was used and it said low, and then they went to charge and in 10 seconds it showed the battery was half full. It was stated that the patient was getting 10 coupling bars, and the caller is unaware of any programming changes made lately. Additional information received from a friend or family member of the patient later on date notified reiterated that the recharger will say low, and then within 10 seconds when they had 10 bars it will go to 50%. It was stated that "the other day" they had all ten bars and charged from 25% to 50% and it took an hour and a half, and it will usually only take them 15 minutes with the patient complaining how hot it makes them. It was noted there was a fall related to the issue, where the patient had their hip replaced, fell, and it got dislocated. The patient then had to go to assisted living and they didn't keep it charged and went dead but did not overdischarge. Ever since then they have had problems and it hasn't been the same. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.